Event description:
Dr. Had difficulty advancing tip through the femoral arteriotomy. The added friction created a small tear in the arteriotomy upon insertion. Dr. (B)(6) commented that the transition between the tip and the outer sheath was rougher than he has experienced with other devices. I mentioned that perhaps it separated during the purging of air with irrigation. After the case I questioned him more about the difficulty and that is when he shared with me there was damage to the artery which he repaired upon closing arteriotomy. The case went smoothly after device entered the artery. Patient outcome: the arterial defect was small and was treated with suturing upon closing the arteriotomy.